Event description:
The patient presented in clinic following an episode of syncope. Further investigation of the device revealed a loss of capture and low sensing threshold on the right ventricular lead. The patient was hospitalized and the device was reprogrammed. The patient passed while they were in the intensive care unit due to ventricular fibrillation. Technical support was contacted and confirmed there was no apparent malfunction related to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.